Event description:
Same case as MFR. Report#: 3005188751-2011-00165 and 3005188751-2011-0167. It was reported that during an ablation procedure, a perforation occurred. A brk1 needle was used to cross the septum and then a sl 1 sheath was advanced into the left atrium. As a wire was advanced, sheath access was lost. The physician attempted to probe the septum with the safire ablation catheter through the sheath and through that the ablation catheter crossed into the left atrium. The catheter was removed and dye was injected via the sheath. Staining was noted in the pericardial space and the procedure was discontinued. Due to the small size of the effusion, no additional intervention was required. The patient status is listed as stable.

Manufacturer narrative:
One 7f safire catheter was received for evaluation. Several kinks were noted throughout the length of the shaft proximal from the tip electrode due to the inadequate sized return packaging. The catheter was able to deflect the distal end in both directions. However, the correct shape could not be produced due to the kinks. There was no abnormal resistance encountered when actuating the steering mechanism. Electrical testing revealed electrodes 1-4 displayed acceptable resistance values within specification. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as cardiac perforation is a known physiological effect of the procedure and is noted within the IFU.